Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident in which the user reported a high-glucose event. The user's notes included the following example set: february 11, 2026, at 5:58 pm est with an sg value of 158 mg/dl and a bg value of 227 mg/dl. A review of the data management system confirmed the same values at the time of the event. The dms also confirmed that the user did not receive a high glucose alert because the sg value did not exceed the user-set high glucose alert threshold. The user treated the hyperglycemia with insulin and did not require medical intervention. Because the user's hcp had not yet been informed, the user was encouraged to notify their provider for appropriate medical guidance. Dms records further showed that the user is actively using the system with up-to-date information.